Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 120-129 mg/dl. The customer declined a follow up, so no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.